Manufacturer narrative:
Plant investigation: one sample from the reported lot number was returned to the manufacturer for evaluation. There was no damage or irregularities noted on the sample during a visual evaluation. During a laboratory leak test, no external was detected. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The manufacturer was not able to confirm the reported issue during its investigation. A definitive conclusion regarding the complaint incident cannot be reached. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was gathered during follow-up from the facility administrator (fa). The event occurred approximately four minutes after the initiation of treatment on a fresenius 2008t machine. The blood leak was an external blood leak that was discovered when the facility staff observed a drop of blood on the floor. No specific defect or damage to the dialyzer was noted. The leak was coming from the header of the dialyzer. Blood leak test strips were used and tested negative for the presence of blood. There was no patient injury or medical intervention required as a result of this event. The patient¿s estimated blood loss (ebl) was not recorded. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was gathered during follow-up from the facility administrator (fa). The event occurred approximately four minutes after the initiation of treatment on a fresenius 2008t machine. The blood leak was an external blood leak that was discovered when the facility staff observed a drop of blood on the floor. No specific defect or damage to the dialyzer was noted. The leak was coming from the header of the dialyzer. Blood leak test strips were used and tested negative for the presence of blood. There was no patient injury or medical intervention required as a result of this event. The patient¿s estimated blood loss (ebl) was not recorded. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.